Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, review of the batch mfg records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent a surgical procedure on (B)(6) 2011. During the procedure, a piece of plastic from the device fell into the abdomen of the pt and was easily removed. There were no adverse pt consequences.